Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 800 and 1000 mg/dl. The customer stated that the cannula was bent when the infusion set was removed. The customer had already changed the infusion set and had been treated at the hospital at the time of the call. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.